Manufacturer narrative:
The reported event could be confirmed as a functional inspection was performed on the device with detailed result stated below: the device inspection revealed the following: torque limiter was tested in the lab where measurements were taken across 7 cycles in nm with results as stated - 2.451, 2.460, 2.493, 2.471, 2.491, 2. 472, 2.484. It should be noted, the torque specification should be within 2.200 to 2.450 nm range; here it is clearly out of the given range. As maintenance chart for the torque limiter was unobtainable upon request, the root cause is assessed as normal wear (the part has never been inspected by the customer). Additionally noted in the IFU¿ ¿before every operation, ensure that all devices to be used during the operation function correctly with each other¿ . A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated.

Event description:
It is reported that the torque limiter is defective.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported that the torque limiter is defective.